Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a placement signal not reliable. The patient remains on support and there was no reported patient harm.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the cause of the placement signal issue could not be determined due to lack of product and data logs returned.